Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported patient blood glucose results of 20.0 mmol/l on customer's mobile system, 2.0 mmol/l on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.